Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed a broken weld seem between the actuator tube and adapter tube, circular marks around the outer diameter of the actuator tube, indentations on the cutting side of the cutter and bone material stuck under the cutting tip. As stated in the event, the device is stuck in the straight position and cannot be flipped to the ream position. Based on the information provided and device evaluation, the most likely cause(s) of this event is hitting the device with another device, prying/leveraging or excessive bending/drilling forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the event happened during acl all-inside surgical technique. After drilling tibial, the flipcutter was not able to flip back in a straight position. The surgeon needed to switch to another surgical technique, an extender button was necessary too. Currently it is still unknown if a second surgery is required. They will wait for a time period of 6 weeks and then the hospital will check the definitive outcome of the surgery. Follow-up investigation: it was necessary to expand the drill channel because the flipcutter didn´t flip back. Surgeon had to drill the channel of the tibia all the way through to get the flipcutter out. The final result with extender button looked good.